Manufacturer narrative:
(B)(4). Report source: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that the patient was being revised due to bone loss and loosening of the implant. The surgery was completed using a birch-schneider cage construct. No delay reported. There is no additional information available at the time of this report.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Upon reassessment of the complaint, it was found that this event was previously reported under MFR #0001825034 - 2022 - 02660. The initial report 0001825034 -2023 -00066 was provided in error and therefore shall be disregarded for voiding. Please refer to (B)(4) for any further reporting of this event.